Manufacturer narrative:
A ge service representative phoned the customer. They were instructed to reconnect the interconnect cable. The system fully booted thereafter.

Event description:
The customer reported, the system failed to boot up. No report of pt injury.